Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device- 1 month, and 21 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient observed serous drainage from driveline exit site on (B)(6) 2018 and on (B)(6) 2018 contacted the vad clinician reporting worsening drainage and new bleeding. On assessment in the emergency room, erosion was noted at the driveline exit site and the patient's white blood cell count was 16,000. The patient denied having fevers or chills and was started on broad spectrum antibiotics, including vancomycin, while being admitted for further treatment and monitoring. No additional information was provided.

Manufacturer narrative:
The patient remains ongoing on vad support. A direct relationship between the device and the reported event could not be determined. Multiple requests for additional information were sent to the customer; however, no additional information was received. Driveline, local, and pump pocket are listed (in the hm3 IFU) as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding controlling infection. Bleeding is also listed (in the hm3 IFU) as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including recommended inr values. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.